Event description:
It was reported that during an aneurysm case, after normal flushing and air removal of the subject stent, it was advanced to the proximal end of the microcatheter, at which point resistance was encountered, and the subject stent could not be delivered further. During repeated adjustments, the subject stent deployed at the distal end of the microcatheter, and the stent delivery wire also separated during use. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during an aneurysm case, after normal flushing and air removal of the subject stent, it was advanced to the proximal end of the microcatheter, at which point resistance was encountered, and the subject stent could not be delivered further. During repeated adjustments, the subject stent deployed at the distal end of the microcatheter, and the stent delivery wire also separated during use. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received deployed within the proximal end of an microcatheter. The stent delivery wire (sdw) and introducer sheath were returned. The microcatheter was cut in order to retrieve the stent, however the subject stent could not be removed. The sdw was noted to be kinked/bent at the distal end. The introducer sheath and microcatheter was noted to be intact. Functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes could not be replicated as the subject stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿after normal flushing and air removal of the stent, it was advanced to the proximal end of the microcatheter, at which point resistance was encountered, and the stent could not be delivered further. During repeated adjustments, the stent deployed at the distal end of the microcatheter, and the stent delivery wire also separated, rendering the stent unusable". The stent was received deployed within the proximal end of an microcatheter. The sdw and introducer sheath were returned. The microcatheter was noted to be intact. The microcatheter was cut in order to retrieve the stent, however the stent could not be removed. The sdw was noted to be kinked/bent at the distal end. The introducer sheath was noted to be intact. It is most likely that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to stent transfer. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement), or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. An assignable cause of procedural factors has been assigned to the as reported event 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and as analyzed stent deployed prematurely during use and sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.